Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. All product batches of the roche diabetes care are controlled with regard to the quality requirements of the product prior to delivery. If all quality requirements are fulfilled in the quality control process, goods are released and ready for delivery. A protocol is in place for the handling of all non-conforming products.

Manufacturer narrative:
Occupation is a patient/consumer. The box of safe-t-pro lancets was requested for investigation. The product is not expected for return. The patient does not have any of the lancets to return as they have been thrown away. The investigation is ongoing.

Event description:
There was an allegation that the coaguchek safe-t-pro lancet broke off in the patient's finger. The specific date of the event is unknown, but was reportedly "several months ago". The date of event is an approximation. The patient did not seek medical treatment as "it does not bother her." There was no inflammation.